Event description:
It was reported that a balloon rupture occurred. A 10mmx2.75mm wolverine cutting balloon was selected for use. During the procedure, the balloon ruptured. The balloon was removed from the patient's body without any problem with the usual method and the procedure was completed with a different device. No complications were reported and the patient was in good condition after the procedure.